Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented for clinic appointment after being in sub-acute rehab (sar) and upon device interrogation there were multiple driveline disconnect alarms. The clinic was unsure what happened. The patient stated they disconnected to go to the bathroom, but it was noted that they were not the best historian. Log file review was requested, and it appeared to contain a series of driveline connections/disconnections as well as system controller power off/on resets between on (B)(6) 2023 and on (B)(6) 2023. It was noted that the log file submitted was from the patient's former backup controller (hsc-127316). The original primary controller (hsc-129627) was lost at the sar. The patient was noted to be currently admitted with clinical issues but otherwise stable. Additional log files from the second system controller were submitted for evaluation. It was stated that these were the events captured on the patients primary controller. The controller was disconnected at some point and the patient was attached to their back up controller. The primary controller was delivered to the clinic after it was located at the patients sar facility. The controller event log file for hsc-129627 contained data from (B)(6) 2023 11:38:11 to (B)(6) 2023 12:14:29. The data indicated that it was then briefly connected to a power module on (B)(6) 2024 and again on (B)(6) 2024. The patient was connected to hsc-127316 during parts of the log file history. On (B)(6) 2023 at 11:40, the log file recorded no external power events prior to power source changes. These events appeared to be accidental on behalf of the patient/care provider and not due to equipment faults. Similar no external power events are recorded that appeared to be due to accidental disconnects of both power leads while attempting to switch power sources on (B)(6) 2023 at 18:17, on (B)(6) 2023 at 18:32, on (B)(6) 2023 at 14:05 and on (B)(6)2023 at 12:09. On (B)(6) 2023 at 10:23, a driveline disconnect event was recorded. There were no active alarm flags or fault flags prior to the driveline disconnection event. Motor speed was reduced to zero rpms. Per data from hsc-127316, the driveline was momentarily connected at this time. The driveline was reconnected to hsc-129627 at 10:24. Total time disconnected appeared to be 54 seconds. At 11:51, another driveline disconnect event was recorded. Per data from hsc-127316, the driveline was momentarily connected at this time. The driveline was reconnected to hsc-129627 at 12:57. Total time disconnected appeared to be 1 hour, 6 minutes, 12 seconds. On (B)(6) 2023 at 8:31, another driveline disconnect event was recorded. The driveline remained disconnected through the rest of the log file history. Per data from hsc-127316, the driveline was connected at this time. It was confirmed that there were no issues with the primary system controller. The patient had no neurologic events when the pump was off and reconnected and was in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files confirmed driveline disconnects in the setting of controller exchanges. The controller event log files collectively contained events from (B)(6) 2023 through (B)(6) 2023. The driveline was disconnected five times on (B)(6) 2023 and (B)(6) 2023. Following the reconnections of the driveline, the pump resumed operation at the set speed without issue. These disconnections were consistent with the reported controller exchanges. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2023 through (B)(6) 2023. Five pump resets were captured on (B)(6) 2023 and on (B)(6) 2023, which was consistent with the disconnections and reconnections of the driveline to the system controllers during the reported controller exchanges. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline system controller alarms, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and patient handbook, rev. C are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.